Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced significant reduction in iridocorneal angles. Lens remains implanted. Iop and va is stable. No headaches or pain associated. Diamox was given to patient after surgery. Cause of event was reported as device.